Event description:
It was reported that the lead impedance had steadily increased, and eventually triggered an alert when it went above the programmed upper limit. An increase in capture threshold was also noted. Upon explant, conductor cables were exposed through insulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.